Event description:
Device 1 of 2. Ref MFR report #1627487-2013-00528. The pt (B)(6) was implanted with two four-channel leads from different lots. It was reported surgical intervention was undertaken to add a new lead as the physician suspects one of the originally implanted devices had migrated. Effective stimulation was captured for the pt following the procedure.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.